Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and the reservoir would not stay in place. Customer stated that the device had been dropped. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked battery tube threads and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.